Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not deploy from the injector. There was patient contact but not patient harm. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced into the tip of the nozzle. The trailing haptic is folded in on the optic. The leading haptic is extended with the tip outside the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint could not be determined. The lens, haptic and plunger positions were acceptable. There was no evidence of a plunger override. Top coat dye stain testing was conducted with acceptable results. A straight leading haptic was observed. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. The manufacturer internal reference number is: (B)(4).